Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the guide wire was kinked, and its hydrophilic coating was peeling off. There were no injuries or additional procedures reported. It was further confirmed that the jacket was accordioned near the proximal end, but no kinks could be found.